Event description:
The patient was revised because of disassociation of the liner from the shell and the liner was fractured.

Manufacturer narrative:
UDI (B)(4). Conclusion and justification status: information received from (B)(6). Manufacturing date request received regarding depuy hip implant revision. Revision confirmed, reason for revision not provided. Doi (B)(6) 2007, dor (B)(6) 2012. Product details provided include a non depuy biolox forte fem head. Product labels included in claim attached below. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. It was also noted that a non-depuy product was used with depuy products. The depuy information for use literature (IFU) which is supplied with every product clearly states that implant and trial components from different manufacturers or implant systems should never be used together. Addendum added 24 jun 2015: the complaint was reopened as new information was received. This was reviewed by bioengineering and a report was received stating: based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer reported a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per sep-419. A review of manufacturing records did not identify any anomalies. The root cause of the complaint remains unchanged. The complaint shall be entered into the complaints system and monitored through trend analysis. Updated 7 dec 2015. Reopened due to complaint being referenced on a spreadsheet provided by (B)(6). No change to original investigation. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened due to receiving new information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. It was also noted that a non-depuy product was used with depuy products. The depuy information for use literature (IFU) which is supplied with every product clearly states that implant and trial components from different manufacturers or implant systems should never be used together. Addendum added 24 jun 2015. The complaint was reopened as new information was received. This was reviewed by bioengineering and a report was received stating: based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer reported a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per (B)(4). A review of manufacturing records did not identify any anomalies. The root cause of the complaint remains unchanged. The complaint shall be entered into the complaints system and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).